Manufacturer narrative:
Results: the penumbra coil detachment handle (handle) nosecone was detached from the handle. The tabs that secure the nosecone to the handle were fractured off. Only one of the two fractured tabs were returned. Conclusions: evaluation of the returned device confirmed that the handle¿s nosecone was detached from the handle. The tabs that secure the nosecone to the handle were fractured off and, therefore, the handle could not be functionally tested. The root cause for the detached nosecone could not be determined. Handles are 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 detachment handle (handle). During the procedure, the physician deployed the first coil in the target vessel and attempted to detach it using the handle. However, upon opening the handle packaging, the hospital technologist noticed that the handle nosecone was detached from the base and loose in the sterile packaging. The detached nosecone was found prior to use and therefore the handle was not used in the procedure. The procedure was completed using a new handle.